Event description:
Patient presented to the physician with an infection and wound dehiscence. Physician brought the patient into the or, removed the inspire system, and flushed the incisions. Physician prescribed antibiotics after the procedure was completed.